Event description:
It was reported that this pacemaker device is suspected for having a premature battery depletion. A technical service (ts) consultant reviewed the engineering analysis, which confirmed the increase of battery consumption. Ts recommended a device replacement. The device remains implanted. No adverse patient effects were reported. New information was received that a revision procedure was completed. The new device was implanted. Besides surgical intervention, no adverse patient effects were reported. The device is expected to be returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case.

Event description:
It was reported that this pacemaker device is suspected for having a premature battery depletion. A technical service (ts) consultant reviewed the engineering analysis, which confirmed the increase of battery consumption. Ts recommended a device replacement. The device remains implanted. No adverse patient effects were reported. New information was received that a revision procedure was completed. The new device was implanted. Besides surgical intervention, no adverse patient effects were reported.